Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, brakes cannot be engaged or steer mechanism is difficult to engage/disengage. There was 5 event with patient involvement; the patient experienced unknown at this time.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
5 device that were pending were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found. 1 device that was pending was evaluated and it was determined the device experienced steering mechanism cannot be engaged, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 9 to 8.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or steer mechanism is difficult to engage/disengage. There was 5 event with patient involvement; the patient experienced muscle/tendon damage.